Manufacturer narrative:
The buttons were intermittently responsive due to moisture damage on keypad traces. The insulin pump had moisture damage on electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after being pushed into a pool. The customer's blood glucose was 396 mg/dl, which was being treated with manual injection. It was advised to revert to a back-up treatment plan. It was also stated that the buttons on the insulin pump were sticky. Nothing further was reported.